Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The data file was returned for review, the provided data file confirmed the customer's report. The device is not returning to zoll and the customer was informed that this device is retired and not on the FDA-approved AED list.